Event description:
In 2001 catheter was initially removed, 2 months later went back with a skin abcess with a lump on it, had 3 doses of antibiotics. In 2002, dermatologist removed a cuff from the catheter from the abscess on the patient. Reported by patient's family member.